Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced the high blood glucose of 500 mg/dl. The customer wanted to know what fill amount needed on the account. The customer changed the infusion set. The customer checked the history and said that it was 300 unit. No information about the treatment and the symptoms related to the high blood glucose. It was unknown whether auto mode was active or not. The device will not be returned for the analysis.